Event description:
It was reported that during a procedure, following removal of all devices, a fragment of a guide wire was visualized in the distal circumflex artery in a very small distal branch. It is uncertain if the unretrieved guide wire is this device's or another company's device. No patient injury was reported. The remaining portion of the guide wire was discarded.